Manufacturer narrative:
MDR 3003442380-2024-03255 - device 2 of 2. Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in argentina. On (B)(6) 2024, it was reported by patient's mother that the patient faced infusion set cannula bent event with two infusion sets. The site of infusion set insertion was reported to be buttock . The event occurred on the first day of wearing the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.